Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial circumflex artery. An unspecified stent was implanted in the left anterior descending (lad) artery resulting in a plaque shift over the ostial circumflex. The physician advanced a 3.00mm x 8mm promus premier¿ stent to the ostial circumflex. When negative pressure was applied on the balloon there was blood coming back indicating a leak in the system. The physician pulled the stent out and noted that the shaft of the stent had separated at the transition point of the hypotube and the distal segment. The whole system was pulled out with the device in the guide catheter and the procedure was completed using a non bsc stent. No patient complications were reported and the patients status was fine.

Event description:
It was further reported that an unspecified promus premier¿ stent had crossed and was deployed at the left anterior descending (lad) artery.

Manufacturer narrative:
(B)(4).